Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2021. The patient stated that she had trouble breathing and was becoming unresponsive (¿could not speak¿) at which point her father checked her bg which was 600 mg/dl, while the cgm value was 250 mg/dl. The father then called the patient¿s healthcare personnel (hcp) who called an ambulance for the patient. She was taken to the hospital where she was diagnosed with ketosis and was in a coma in the intensive care unit (ICU) for three days, then spent a further four days in the hospital for observation. She was unable to recall what medication was given to her, though she assumed insulin. She was released from the hospital after a week and at the time of the report was healthy again. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.